Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 350mg/dl. The cause of the elevated bg was unknown; however, customer suspected it was possibly due to a non-tandem infusion set issue. Customer was unable to confirm this, however. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 8 hours later with the issue resolved and no permanent damage.